Manufacturer narrative:
The pod was received not deployed. No issues were found that would result in the reported needle mechanism failure as the device was deactivated before the start of the second priming sequence. Correction to d(4): lot number changed from unavailable to l45347. Catalog no changed from zxy425 to zxp425. Expiration date changed from unavailable to 6/12/2021. Model no changed from 14810 to 19191. Unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 12/12/2019.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle deployed early. The pod was not worn.